Event description:
A nurse reported that the equipment displayed "issues" during multiple procedures. As a result, some of the pt's experienced a "mild" corneal burn at the incision site. All procedures were completed on the same day. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).